Manufacturer narrative:
Concomitant medical product: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 from the healthcare provider (hcp) it was reported that the pump and catheter were explanted as planned on (B)(6) 2020 the patient received intravenous antibiotic therapy and wound vacuum-assisted closure treatment. The patient was working with a transitional care unit and home nursing and would be closely monitored. The patient's infection, wound dehiscence, and discharge were in the process of being resolved.

Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n (B)(6)) and the implantable intrathecal catheter (s/n (B)(6)) found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving gablofen of an unknown concentration at an unknown dose rate via an implantable pump for cerebral palsy and intractable spasticity. It was reported that the patient had wound dehiscence at abdominal incision that had continued to drain despite antibiotics and extra suturing. The date (B)(4) 2020 is considered an approximate date of event (specific year known only). The patient had an infection, so the pump and catheter were to be removed. The issue was not resolved as of (B)(6) 2020. The pump and catheter were scheduled to be explanted on (B)(6) 2020. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. It was indicated that the devices were requested to be returned to the manufacturer, but the status of return was unable to be determined. The patient's weight and medical history were noted as having been requested but were unknown or would not be made available. No further patient complications have been reported as a result of this event.